Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the packing ring side screws from the jaw cover of the synchroseal instrument fell out and into the patient. The fragment was removed during the same surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. There was no damage or anything out of the ordinary, nothing extraordinary was found. The surgical task that was being performed when the device fragment fell inside the patient was "grasping tissue". The surgeon does not know what caused the instrument / accessory to break or caused the fragment falling issue. Prior to the issue, the instrument was in use for approximately half an hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and the instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, did not notice any damage to the cannula after the event occurred and did not notice any other damage to the instrument after the event occurred. The fragment was retrieved with a laparoscopic grasper. They retrieved the only part that fell off the instrument that was the packing ring. They confirmed this point by further inspecting the instrument to confirm that there weren¿t any other missing parts or damages. No additional surgical procedures were required to remove the fragment, it was removed during the robotic procedure. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed with the same instrument (not a back-up instrument of the same kind). The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was retrieved and will be returned with the instrument. Pictures were provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the packing ring side screws from the jaw cover of the synchroseal instrument fell out and fell into the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the synchroseal instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Additional information is being gathered and the investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged distal washer be related to the customer reported complaint. The instrument was found to have a dislodged distal washer at the distal end. The distal washer was not returned with the instrument. A review of the logs shows no errors. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: one of the pivot pin washers appeared to be missing from the distal end of the instrument. Images showed a missing washer.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and advance failure analysis investigations confirmed the customer reported complaint. Microscopic inspection of the two ends of pivot pin did not show any abnormalities with the pivot pin's swaging.